Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic with bradycardia and feeling tired. Testing showed that the right ventricular (rv) lead had no capture at maximum output. Chest x-ray confirmed that the lead had dislodged completely out of the ventricle and was sitting in the low right atrium. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.